Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had a syncopal episode. The device was found to be at elective replacement indicator (eri). It was uncertain whether the episode was related to the eri status of the device. The device was reprogrammed the device back to dddr and remains in use. No further patient complications have been reported as a result of this event.